Event description:
Affiliate reported, that the patient suffered a right intracerebral hemorrhage. As a result, the device was removed.

Manufacturer narrative:
It has been communicated that the device is enroute to the investigation facility. Upon completion of the investigation, a follow up report will be filed.